Event description:
It was reported that intra-op, there was a phenomenon in which the response sound during nerve stimulation sounded twice and then di sappeared. Probe was replaced. Immediately after the probe was replaced, all equipment was operating normally; however, it was reported that the same issue occurred again after approximately 10 minutes of use. Since the first two tones of the continuous sound that plays when a neural response occurs did sound, it was judged at that point and completed the procedure. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.